Event description:
During a peripheral lower extremity angiogram with angioplasty, an attempt to wire the chronically occluded left dorsalis pedis with the asahi gladius mongo wire was unsuccessful using multiple attempts. Approximately 2cm of the distal aspect of the wire sheared off and lodged in the occluded calcium of the artery. Attempts were unsuccessful to snare the wire tip. Decision weighed for risks/benefits and determined to intentionally leave the wire. There was no associated perforation and the existing collateral circulation to the distal foot was noted to be intact. Patient scheduled for 2-week follow up appointment to re-assess the foot.